Event description:
During a knee surgery in a hosp in a foreign country, 3m electrosurgical pt plate 8149f was placed on navel area of the pt. A 3rd degree burn was reported by the hosp after the surgery. Picture showed that the burned area was black with the size of 4 cm x 2 cm. The problem was due to operator error: placement of the plate site was hairy and was not shaved. The plate partial covered the navel. Pressure on the plate was applied, and may have caused uneven distribution of current within the plate.